Manufacturer narrative:
Details of complaint: the nurse reported that the input unit showed ECG artifacts. They were using this unit with a g9 monitor and a docking station. They tried changing the leads, electrodes, and electrode placement, but the issue persisted. The nurse planned to try swapping in another input unit next and call back with the results. No patient harm was reported. Investigation summary: multiple attempts have been made to request additional information. However, no response was received. Therefore, this complaint could not be confirmed, and a root cause of the reported issue could not be determined. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/08/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 10/14/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 10/22/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The nurse reported that the input unit showed ECG artifacts. They were using this unit with a g9 monitor and a docking station. No patient harm was reported.

Event description:
The nurse reported that the input unit showed ECG artifacts. They were using this unit with a g9 monitor and a docking station. No patient harm was reported.

Manufacturer narrative:
The nurse reported that the input unit showed ECG artifacts. They were using this unit with a g9 monitor and a docking station. They tried changing the leads, electrodes, and electrode placement, but the issue persisted. The nurse planned to try swapping in another input unit next and call back with the results. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.